Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver failed to boot and charge due to receiver ceases to function. The receiver log was unable to be performed because the receiver ceases to function. Run receiver functional test. Unable to run because receiver ceases to function. Open receiver case for internal visual inspection. Fail, found defective battery with cracked controller chip. The reported event that the receiver ceased to function was confirmed. :the root cause for ceases to function is defective battery

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, the receiver ceased to function. No additional event or patient information is available. No product or data was provided for evaluation. The reported event ceased to function could not be confirmed. A root cause cannot be determined.